Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Based on the damage, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation cleaning, disinfection, and sterilization (cds) of the instrument or during the last procedure. Depending on the age of the item, the defective sealing ring is due to wear and tear, frequent use and lack of maintenance, poor reconditioning (cds). A defective sealing ring is very likely to lead to leakage on the inner shaft. The reported fault description is most likely because of a large mechanical force on the cladding tube. The cap has probably been damaged by impact, falling or getting caught on another object (e.g. Glove). A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the rigid endoscope sheath ceramic tip broke. It is unknown when the issue occurred. There were no reports of patient harm and the patient was not under anesthesia.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.